Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post operative of the implant procedure, high thresholds and non capture were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead dislodged. It was also reported that the right atrial (ra) lead dislodged and was repositioned. No patient complications have been reported as a result of this event.